Event description:
The customer reported the device failed to power up. No patient involvement was reported.

Manufacturer narrative:
(B)(4): the customer reported the device failed to power up. No patient involvement was reported. A philips bench technician evaluated the device and verified the failure. The issue was determined to be a failure of the energy select switch. The energy switch was replaced to resolve the issue. The device remains at the customer's site.